Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination of plug strap disk shell and flat creases. A leak test was performed which identified no leakage. Microscopic analysis was performed which identified: total delamination of plug strap disk shell. Based on the device analysis the final assessment is: total delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Additionally, healthcare professional reported baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and patient¿s concern with the product.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.